Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the surgeon used an interrupted and simple continuous suturing technique following a spay procedure of pedicle ligation, sub cutaneous and subcuticular closure, the patient experienced suture reaction. They treated the patient with anti-inflammatory and antibiotic to complete the case. There was no patient injury.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had unknown issue while the surgeon used an interrupted and simple continuous suturing technique following a spay procedure of pedicle ligation, sub cutaneous and subcuticular closure. They treated the patient with anti-inflammatory and antibiotic to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of four representative samples of devices. A tactile and microscopic inspection of the sealed sutures was performed with no abnormalities. The foils were inspected with light assisted microscopy with no abnormalities. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.